Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. All 3 levels of bhcg qc were within the customer's established ranges after the event. On the morning of (B)(6) 2011, the customer had multiple qc failures across several assays. Bci customer technical support (cts) worked with customer's biomed engineer (bme) to troubleshoot instrument. Bme replaced one of the aspirate probes and all of the peri-pump tubing. It was noted after removing the tubing that there was a hole near one of the grey clips for aspirate probe #2. The bme then primed the system and a routine system check was performed which passed within instrument specifications. Customer performed assay qc next morning and did not note any issues. Root cause of event is associated with hole in the peri-pump tubing.

Event description:
A customer reported to beckman coulter inc. (Bci) that the access 2 immunoassay system generated a higher than expected bhcg result above the normal reference range for one (1) patient. This result was reported out of the lab. Repeat analysis of the sample on the same instrument and an alternate instrument generated lower results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.